Manufacturer narrative:
The device was manufactured per patient's prescription (rx) and returned for an analysis. A visual inspection was performed on the returned device. The edges of both upper and lower trays were smooth. No major cracks were found. Nightguard's layers were intact and not separated. The nightguard turned yellow due to usage. The nightguard was returned in a very clean condition with no deposits or debris noted. The nightguard's metal accessories were inspected and found to be intact. A review of the material lot was performed and no non-conformity nor defects were found. There was no manufacturing deviation or abnormality with the material lot. A series of biocompatibility tests were performed on a similar thermoformed nightguard. It was found that the preventative care device's materials are biocompatible. Cytotoxicity test were completed on a test article and there was no evidence of toxicity nor cell lysis. There was no evidence of erythema and no edema observed for skin irritation test. Sensitization test showed no evidence of the test article causing delay dermal contact nor oral mucosal irritation. There were no device problems found with the test article. This incident is being monitored, tracked, and trended.

Manufacturer narrative:
Patient's weight and date of event were asked but unknown. The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced an allergic reaction after using tap iii mouthguard. The patient complained of numbing and tingling feelings on the tongue and tissue areas, where they made contact with the mouthguard's acrylic buildup. The patient wore the mouthguard for about 2 months before experiencing the reaction. Upon experiencing the reaction, the patient stopped using the mouthguard immediately. It was unknown how long the reaction lasted after the patient discontinued use of mouthguard. The patient did not require any treatment for the reaction. The doctor made adjustment to the mouthguard for better fit, but the location was not specified in doctor's note. The patient has no relevant medical pre-existing condition. The patient has no known allergies. The office recommended the patient to clean mouthguard using cold water, tooth brush and avoid hot water.